Event description:
Neurotherm was notified about an incident involving the use of the simplicity iii device ("probe") during a medical procedure. The probe was inserted into the pt during the normal course of treatment. During the procedure, the physician noticed that the probe could not be easily advanced. He slightly withdrew the probe and then tried to advance it again without success. At this time, he removed the probe from the pt and saw that the tip had broken off. The pt was informed of the incident, but decided to not have the tip removed based on the physician's recommendation. In follow up with the facility, the pt has not reported any complications or side effects.

Manufacturer narrative:
Based on a discussion with the facility, it is apparent that the probe was met with resistance during advancement and an additional attempt of advancement was made regardless. It is therefore unclear whether the dislodging of the tip was caused by product defect or product misuse. (B)(4). Further, review of our manufacturing records show that no changes have been made to the tip welding process of this device. From these facts it is clear that this is an isolated incident. Based on neurotherm consultations with an independent clinical expert, neurotherm believes that there is no health hazard associated with the tip remaining in the pt following this rf ablation procedure. This is supported by the fact that the pt involved has not exhibited any signs of illness, infection, or discomfort as a result. Moreover, the surgical grade non-pyrogenic material used in the probe is similar to other non-pyrogenic materials used in metal clips that are routinely employed for a variety of general surgical procedures, and that are allowed to remain in a pt after surgery without triggering any immune response or local or system infection. Neurotherm concludes that based on the extraordinary unlikelihood of this event recurring coupled with the health hazard analysis described above that no further actions are warranted.